Event description:
It was reported that thresholds on this right ventricular lead had been slowly increasing. Additional information was received indicating that the lead was surgically abandoned and the device was explanted at the same time for an upgrade. No additional adverse patient effects were reported.